Manufacturer narrative:
Device received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received insulin pump error alarm and screen still blank. Customer¿s blood glucose level was 360 mg/dl. Customer states the display was not blank less than 30 seconds or did not return. Customer states display was blank currently. Customer states the contacts on the battery cap was neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that the display returned after insulin pump restart. Customer stated that the alarm did not clear and screen was still blank. Customer troubleshooting for cosmetic damage and blank display. The device will be returned for analysis.